Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mix motor would not turn on and there were sparks from the fill valve assembly. There was a hole in the fill valve assembly where the sparks occurred and there was a small amount of smoke. The smoke detectors did not go off. There was no patient involvement at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the sparks and smoke from the fill valve assembly. The biomed replaced the fill valve assembly, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. No parts were available to be returned to the manufacturer for physical evaluation.